Event description:
Customer reported low blood glucose symptoms with blood glucose result of 47 mg/dl obtained on the aviva system; she was able to self treat. Customer re-tested and reportedly received results of 247 mg/dl and 50 mg/dl within 10 minutes of the original value on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.